Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unable to pull medication, the station was grey out in the server. A technical support specialist (tss) dialed into the station and verified that the medapplication launched successfully. Then connected to the server and logged into pes, where under synchronization information 2.0 it was confirmed that the station last upload was updated with no errors. Attempts were made to reach the customer via phone and email, including multiple callbacks, but were unsuccessful. As no further issues have been reported, the case has been closed. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was greyed out on the server around 10 minutes ago and currently users were unable to pull medication and station shown offline on remote smart service. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.